Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump also received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 153 mg/dl. The customer stated that when going to reservoir/set and selecting reservoir set up to rewind, after pressing the act key the insulin pump won't move or do anything. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare instruction. The customer was advised that the insulin pump need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.